Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced a leak due to air bubble. Customer reported of experiencing bent cannula. Customer also reported that the act button was difficult to press but believed that it was due to incorrect pressing and insulin pump did not alert that reservoir was empty. Customer declined troubleshooting and transfer to helpline. Customer's blood glucose was unknown.

Manufacturer narrative:
The act button responded intermittently due to a flattened button dome switch. No unlocked lcd keypad connector was noted. The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The empty reservoir alarm functioned properly. No empty reservoir alarm anomaly was noted. No failed battery test alarm, off no power, blank display or prime anomaly noted. The pump was tested with a liquid filled reservoir and no air bubble anomaly was noted. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus anomaly was noted. No cosmetic damage was noted.